Event description:
It was reported that the patient underwent a mis tlif procedure. At an unknown date, the patient underwent an open revision procedure due to degeneration of adjacent levels. During the revision procedure, it was noted that there was blackening skin around the implants. It was noted that the patient had pain and "associated symptoms". At time of discharge, patient was doing well with relief of symptoms. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: discoloration of tissue around the screw/rod construct is typical of long standing constructs in the spine/ total joint replacements etc. Presumably fretting wear between implant pieces yields metal debris that is absorbed by the adjacent tissues. This is present in perhaps 99% of revision cases and represents no incremental increased risk to the patient. Revision was apparently performed due to pain and adjacent level disease, not failure of the implants or adverse event associated with the index surgery.